Manufacturer narrative:
The company rep observed that there was no charging current or voltage. He replaced the two batteries (part number 0146-00-0039) and observed that there was charging current but no charging voltage. The company rep then replaced the power supply (part number 0014-00-0033e05) and observed that there were both, charging current and charging voltage. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp shut down on battery power despite it being plugged in for several hours. The pt was switched to another iabp and therapy was continued. No pt injury was reported.